Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were not provided. It was reported the patient was hospitalized for dka because they ran out of sensors. No further information was provided. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.